Event description:
States that the patient reported to them that she had to go to the hospital over a year ago-specific date not reported- due to a reaction from synvisc received from another provider.